Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a loose conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface on the distal end. The wire insulation was not damaged. No thermal was damage found, and the instrument passed an electrical continuity test.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.